Event description:
It was reported that this pacemaker explanted, replaced, and returned for analysis due to an unspecified product performance issue. No additional adverse patient effects were reported. Additional information received reported that this pacemaker had recorded a code 1003, which states that the voltage is too low for projected remaining capacity. This device was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker explanted, replaced, and returned for analysis due to an unspecified product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause. At this time, no further information is available. Should additional information become available this report will be updated. The product has been received for analysis. This report will be updated upon completion of analysis.